Event description:
It was reported, that there was black material seeping out of the device. As this was found during set up for a procedure. There was no patient involvement or delay. There was no medical intervention needed. And there were no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that there was black material seeping out of the device. As this was found during set up for a procedure, there was no patient involvement or delay. There was no medical intervention needed and there were no adverse consequences.